Manufacturer narrative:
Initial.

Event description:
It was reported that the user, while using an ilet system, under-announced meals and the pump subsequently maladapted, leading to fluctuating glucose levels; the event involved meal announcements with incorrect meal size, and the user treated lows with oral glucose. Symptoms included episodes of hypoglycemia and hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication and interviews and an analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to procedure and the user interface. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.